Event description:
The unit had a free flow on one station. According to reporter, the set had been installed properly. The final container involved was not the first one compounded. The set was changed, but free flow continued from the station, although the caller reported that the rotors were not loose and the rollers appeared to be in place. The user was advised not to use the unit, which was swapped out. No pt involvement.